Manufacturer narrative:
D1: brand name: updated from watchman flx left atrial appendage closure device with delivery system to watchman truseal access system. H6: patient code - cardiac perforation e0604 was added.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. During the procedure, a pericardial effusion occurred. The procedure was aborted, a pericardiocentesis was performed and the patient was sent to cardiothoracic surgery. The patient was reported to be fine and made a full recovery. It was further reported that the was deep seated and was the most likely cause of the cardiac perforation. It was noted that the closure device was recaptured and repositioned many times. The closure device was ultimately implanted, but then removed upon surgery.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. During the procedure, a pericardial effusion occurred. The procedure was aborted, a pericardiocentesis was performed and the patient was sent to cardiothoracic surgery. The patient was reported to be fine and made a full recovery.